Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high, out of range pacing lead impedance measurement of greater than 2,000 ohms and high pacing thresholds. Additional information received that there was no fracture noted on x-ray or fluoroscopy. The lead was tested on the pacing system analyzer (psa) with >3,000 ohms impedance measurement and loss of capture (loc) at maximum outputs was also observed. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.